Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer that they experienced high blood glucose. Customer¿s blood glucose was 32 mmol/l. The customer was treated by bolus with insulin pump and manual injection. Troubleshooting was declined for high blood glucose. Auto mode feature system had been used during the time of event. Customer stated infusion set came out of the body. Customer stated tape was not sticking. The insulin pump will not be returned for analysis.